Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear - manufacture date 2016.

Event description:
On the 14th february 2023 it was advised via email that an ar-6480, (dualwave¿ arthroscopy fluid management system) - (serial# (B)(6) ) is not working - showing odd pressure readings and intermittent suction (outflow). It was tested by the site. No indication was made if a case or patient was involved.